Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking together after less than 5 minutes of use during a laparoscopic assisted vaginal hysterectomy. The device was removed from the field and another device of the same type was opened and functioned without issue for the remainder of the case.

Manufacturer narrative:
(B)(4). The reported condition of the jaws sticking together was not confirmed. The device was activated on simulated tissue with satisfactory results. The jaws opened and closed properly when testing the latch mechanism. The jaws did not stick. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.